Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that the patient experienced twelve infusion set tubing issues on (B)(6) 2026, involving difficulty in removing the tubing from the site. The infusion set had been in use for three days. The patient then replaced the infusion set and successfully resumed insulin delivery. No further information available.